Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had failed calibration was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that approximately 40 large volume pump modules were failing rate accuracy and required calibration. Bd tpc discussed whether they were using the 8100 rcs administration set for performing rate accuracy in the pm task in their alaris system maintenance software. Customer advised they had been using the 8100 rcs administration set but it was agreed that they should order a new one and see if that will reduce the number of devices needing calibration. Customer advised they will update after they begin testing again after receiving the new 8100 rcs administration test sets. There was no patient involvement.